Event description:
One ml leak of hazardous drug from IV drip chamber vent during set up of chemotherapy. Drug was being administered through hospira brand nitroglycerine primary IV pump set. No 11993-78 - lot 59050 sh - no exposure to pt or staff. Was noted to be leaking during priming of the tube.